Manufacturer narrative:
(B)(4). Concomitant medical products: 22-300920, arcos 20x190mm spl tpr dist ha, 364250, 31-301303, arcos con sz c std 60mm trl, 242320. Report source, foreign - the event occurred in (B)(6). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure while the surgeon was trying to unscrew the trial body from the distal stem, the screwdriver tip broke. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection shows fractured portion of the driver is lodged inside the trial.the instrument has numerous scratches, dents & other signs of wear. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.